Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower and machine flow sensor were replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device¿s blower bellows, blower chassis plate, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, muffler assembly will need to be replaced due to dust and dirt contamination and replace internal battery door due to cosmetic damage and the software was uploaded, which was not related to the malfunction/issue.